Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 1 during the load process. During troubleshooting, the customer observed that the cartridge was cracked. Customer successfully loaded a new cartridge. The customer's blood glucose was 245 mg/dl.